Event description:
It was reported that prior to the holmium laser enucleation of the prostate (holep) procedure, the fiber snapped outside of the scope. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to the holmium laser enucleation of the prostate (holep) procedure, the fiber snapped outside of the scope. The procedure was completed with another fiber without patient complications.